Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01679; 3005168196-2018-01681.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a podj through a lantern, the physician experienced friction after approximately 10% of the coil exited the lantern; therefore, the podj was removed. The physician then opened a new podj and attempted to advance it through the lantern; however, the same issue occurred at the same position. Upon retracting the podj, it unintentionally detached inside the lantern; therefore, the physician removed the lantern containing the detached coil. The procedure was completed using another podj and another microcatheter. There was no report of an adverse effect to the patient.